Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00891.

Event description:
Allegedly the surgeon found loosening for cup. Revision surgery was performed. The surgeon doubts "osteolysis". The surgeon wants to know bone in-growth, wear/corrosion for articulation surface and each junction etc. Medium activity level.